Event description:
Caridianbct spectra optia plasma exchange set lot # 05t3105 failure resulting in patient blood spill and loss. Plasma exchange set prime without incident. Patient procedure started. At 3 minutes run time, the operator noted blood leaking from the centrifuge. The procedure was immediately stopped. Inspection of the centrifuge compartment revealed that the multi-lumen tubing located near the lower collar holder had completely broken apart from the set and had pulled out from the protective sleeve. No warning alarms had occurred prior to the break.